Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d; 6935m62 lead; implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea, hiccups. It was also reported that the right atrial (ra) lead had dislodged, confirmed by x-ray. The lead was reprogrammed and turned off. A revision was then carried out and the lead was repositioned with patient upgraded to implantable cardioverter defibrillator (ICD) due to suspected cardiac sarcoidosis the lead remains in use. No further patient complications have been reported as a result of this event.